Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid right coronary artery. A non-bsc stent was implanted to the lesion, then a 3.50mm x 8mm nc emerge® balloon catheter was advanced for post-dilation. However, during the third inflation at 20 atmospheres for 24 seconds, the balloon ruptured. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid right coronary artery. A non-bsc stent was implanted to the lesion, then a 3.50mm x 8mm nc emerge balloon catheter was advanced for post-dilation. However, during the third inflation at 20 atmospheres for 24 seconds, the balloon ruptured. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon, wire lumen and inflation lumen. Microscopic inspection revealed a burst in the balloon material, 7mm in length. Inspection of the remainder of the device revealed numerous kinks in the hypotube. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).